Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # va037lu, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va03csw, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Information was received from the consumer that reported the patient had intermittent/erratic therapy. Since implant in 2012, the patient has had to replace his right implant once due to high parameters, 4.60 currently. They had speech issues, walking problems, falling, and freezing. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what steps were taken to resolve the event. If additional information is received a follow-up report will be submitted.